Event description:
Pt was revised to address loosening of the femoral stem (right side) it was reported that the pt began experiencing discomfort two yrs ago, and it was noted that she had some fracturing of cement (cement MFR unk). Since then she has had subsidence of her femoral component and increasing pain, causing difficulty ambulating.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the prod and lot code was unavailable. The investigation could not verify or identify any evidence of prod contribution/error regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.